Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was morphine (unknown) at 0.067 milligrams. The reason for use was failed back surgery syndrome and spinal pain. It was reported that the pump was alarming or beeping. The pump has been alarming and the patient would like to know how to shut off the alarm. Her pump has been empty since (B)(6) of 2018 and alarming for 3 weeks (prior to the call date of (B)(6) 2018). The sound was consistent with the pump alarms. The caller was to follow up with the healthcare professional (hcp). The patient stated her primary care physician could call a manufacturer¿s representative (rep). It was reviewed how the pump alarm could be turn off and it was also reviewed the rep¿s role and provided the number for the hcp office to call. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-sep-28. It was reported that the patient is requesting elective abandonment of her pump and is at the clinic now to have the pump off procedure taken care of. There were no further complications reported/anticipated.